Event description:
This lv lead was programmed off due to diaphragmatic stimulation. All sources indicate that the lead remains inactively implanted. Should add'l info become available, this event will be updated.